Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was too much additive in a bd vacutainer® brand sst ii tube containing silica and gel 8.5ml. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for excessive additive quantity with the incident lot was observed. Additionally, evaluation of the customer samples was performed and excessive additive quantity was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for excessive additive quantity with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and excessive additive quantity was observed. Based on the investigation, the most likely root cause for this type of defect is that the additive spray nozzle becomes slightly occluded causing the spray pattern to be coarser. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was too much additive in a bd vacutainer® brand sst ii tube containing silica and gel 8.5ml. There was no report of exposure, injury or medical intervention.